Event description:
It was reported to philips healthcare that the heartstart mrx unexpectedly shutdown after passing opcheck test and the device did not power back on. There was pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.